Manufacturer narrative:
A total of five valves were placed in the patient (three svs-v9-00, one svs v6-00, and one svs-v7-00) for a total of five related event reports filed separately that are associated with the same patient procedure. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to a pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema--potential mechanisms, treatment algorithm, and case examples. Respiration. 2014;87(6):513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label randomized controlled clinical trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system. Device was not returned.

Event description:
Patient had blvr procedure. A total of 5 spiration valves were placed in the rul and rml. All segments were treated. Three svs-v9-00 valves (one in rb1, one in rb3a, and one in the rml), one svs-v6-00 (in rb3b), and one svs-v7-00 (one in rb2) were placed. Five minutes post procedure, patient exhibited pneumothorax and significant atelectasis in the treated lobe. The svs-v9-00 valve placed in the rml was removed and the pneumothorax was treated by chest tube placement. The patient hospital stay was extended (9 days) for patient recovery.